Event description:
Per the clinic, the patient experienced an infection at the implant site resulting in the extrusion of the receiver/stimulator unit. The patient underwent a surgery on (B)(6) 2015, to reposition the implanted device.

Manufacturer narrative:
(B)(4). Implanted device remains.